Manufacturer narrative:
Per information provided: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. This emdr represents the ventrio st (device #2). Additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: (B)(6) 2003 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the patient noted to have omental adhesions in the hernia sac was reduced. A fascial defect was encountered. A medium composix kugel patch (device #1) was placed on top of the omentum and secured to the anterior abdominal wall using spiral tacking device.¿ (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿extensive adhesiolysis was performed. A upper ventral incision revealed distorted prior mesh (device #2) was excised. A oval ventrio st hernia patch (device #2) was placed and secured to the overlying peritoneum and fascia using sutures.¿ (B)(6) 2017 - patient was diagnosed with paraesophageal hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. (B)(6) 2019 - patient was diagnosed with eventration of anterior abdominal wall thereby underwent robotic assisted repair. Per operative notes, ¿adhesions to the anterior abdominal wall were taken down. The fascia had thinned out between the rolled edges of the previous mesh (device #2). Plicated the mesh from side to side completely fixing the eventration.¿